Manufacturer narrative:
Device evaluated by MFR.: fg nc emerge mr, us 2.75mm x 15mm, catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual examination of the balloon identified no damages. A visual and tactile examination of the hypotube shaft identified multiple hypotube kinks and a break at 64.2cm distal to the distal end of the strain relief. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A visual and tactile examination of the shaft polymer extrusion identified no kinks or damages. A microscopic examination of the tip showed no signs of tip damage.

Event description:
It was reported that shaft break occurred. During preparation, a 2.75mm x 15mm nc emerge balloon catheter was selected for used. After removing the device from the hoop, the balloon catheter was fractured. The device never went into the patient. Another balloon was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that shaft break occurred. During preparation, a 2.75mm x 15mm nc emerge balloon catheter was selected for used. After removing the device from the hoop, the balloon catheter was fractured. The device never went into the patient. Another balloon was used to complete the procedure. No patient complications were reported.